Manufacturer narrative:
(B)(4) the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient developed pain and was revised approximately 6 years post-op. The surgeon noted that the poly appeared to have dislodged or moved. Attempts have been made and all available information has been provided.